Event description:
Covidien received info that the pt was removed from the 840 ventilator due to a malfunction. The customer reported to have replaced the o2 sensor. The ventilator passed all testing.